Event description:
Implant malfunctioned due to part not functional.

Event description:
Implant malfunctioned due to part not functional. Additional information concludes this case will be a osseointegration case